Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4170 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported by healthcare professional "patients need to be admitted to the hospital for chemotherapy every 21 days and discharged after 7 days of use. PICC maintenance is required every week. When PICC maintenance was performed on june 25, the leaking part of the catheter was damaged near the decompression hub. Cut the damaged catheter to remove the leakage and replace the decompression hub again."